Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer's pump battery was not holding the charge. The customer's blood glucose level was not impacted. The customer was to use insulin injections and pens to manage diabetes.